Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold measurements along with muscle stimulation. It was subsequently found out that this lv lead was pulled back. This lv was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.